Event description:
It was reported that this right ventricular (rv) lead exhibited quite variable, out-of-range shock impedance measurements. Technical services (ts) was consulted for further review; however, since no model/serial number have been provided to date, an analysis could not be conducted. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: no serial/lot number was provided; therefore, a device history record (DHR) review could not be performed. If the applicable information becomes available, this report will be updated with the results of the DHR review. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This lead remains implanted; therefore, a technical analysis cannot be conducted. Labeling review: no product family was provided; therefore, a labeling review cannot be performed. If the applicable information becomes available, this report will be updated with the results of the labeling review. Investigation conclusion: as of today, this lead remains implanted. With the information provided, we cannot confirm the clinical observations. Risk assessment: a risk review of shock impedance high out of range could not be completed using risk documentation because the product family is unknown; however, typically this event is accounted for during product development to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited quite variable, out-of-range shock impedance measurements. Technical services (ts) was consulted for further review; however, since no model/serial number have been provided to date, an analysis could not be conducted. No adverse patient effects were reported. This lead remains in service.